Manufacturer narrative:
(B)(4). Approximate age of device - 11 months. (B)(4). The pump was not explanted and therefore will not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had a large left frontal parenchymal hematoma with intraventricular extension of hemorrhage and bilateral subarachnoid hemorrhage on (B)(6) 2017. No reported neuro-surgical intervention was performed. The patient was subsequently discharged home under hospice care. The patient expired on (B)(6) 2017 due to sepsis, heart failure and respiratory failure. It was reported that there was no indication of any pump issues or pump failure at the time of death. The vad coordinator turned off the device without any issues. It was reported that since implant, the patient has had post-surgical complications, including sternal wound dehiscence and subsequent sternal wound infection. The patient underwent wound exploration on (B)(6) 2016 and wound closure/ revisions on (B)(6) 2016. The patient was positive for (B)(6) and corynebacterium on (B)(6) 2017 that required long term antibiotic treatment. The patient expired due to the totality of these complications. No additional information was provided.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. This event was marked as a death report conservatively. It was reported that the patient was positive for (B)(6) and corynebacterium on (B)(6) 2017 that required long term antibiotic treatment due to a post-surgical wound dehiscence and subsequent sternal would infection. It was reported that there was no indication of any pump issues or pump failure at the time of patient¿s death. The patient¿s clinicians reported that the patient¿s death was related to the sepsis, heart failure and respiratory failure and not due to the reported stroke. Bleeding, stroke and sepsis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.